Manufacturer narrative:
Product ID: 7495lz66, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2007, product type: extension. Product ID: 7495lz66, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2007, product type: extension. Product ID: 3487a-56, lot# j0406509v, implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: lead. Product ID: 3487a-56, lot# j0406509v, implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported that they experienced an infection in the implantable neurostimulator (ins) pocket area. Drainage and incisional wound opening occurred. The infection was confirmed. It was noted that "it almost like ruptured and a bunch of stuff, later clarified to be pus, came out." This occurred in (B)(6) 2007. The device was completely removed. IV and "probably" oral antibiotics were administered. The indications for use include non-malignant pain. If additional information is received, a supplemental report will be sent.